Manufacturer narrative:
No product has been returned for investigation nor were culture reports provided to confirm the alleged event. It is unknown if the manufacture's bone cement may have contributed to event. Labeling review: "...potential risks identified with the use of this system, which may require additional surgery, include: infection..." Compatibility: "...do not use reline system with components of other systems than armada system..." "...unless stated otherwise, nuvasive devices are not to be combined with the components of another system..." No product malfunction suggested.

Event description:
On (B)(6) 2017, patient underwent a posterior fixation procedure at t10-l4 levels the first of a two stage procedure. On (B)(6) 2017 an anterior vertebral body replacement at l1 level was performed including another manufactures bone cement. On (B)(6) 2018 a suspected infection was identified. On (B)(6) 2018 a revision procedure took place where all of the nuvasive and other manufactures products were removed. No infection could be confirmed, nor product malfunction alleged.